Manufacturer narrative:
None. The operating table was returned to the manufacturing plant to investigate the root cause. This investigation is ongoing.

Event description:
Table started moving on its own before the surgery started: the patient was transferred onto the operating table, the staff noticed the table started to tilt. A scrub nurse tried to turn the table off, the patient was transferred onto a bed. The head section then started to move past 90 degrees, a catheter bag was damaged and emptied onto the table, staff then noticed a burning smell. The table was then isolated from the batteries and left in the corridor.